Event description:
The facility representative reported a flogard infusion pump that alarms failure code 94 when the device is turned on. The event was reported to have occurred upon power up. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "when turned on makes a noise f94" was confirmed during evaluation. Service determined that the cause was due to depleted/defective main batteries. The main batteries were replaced and the configuration options were reset to resolve the issue. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.